Event description:
A pump alarm was reported during insulin therapy. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the attempt was unsuccessful as the alarm recurred. Consequently, a replacement pump was arranged, covered under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuity of insulin delivery. The customer was also instructed to put the faulty pump into storage mode and return it using a pre-paid label within ten days, and they acknowledged these instructions.